Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
On (B)(6), 2005, this pt was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. On (B)(6), 2006, an add'l procedure was performed to treat a proximal type I endoleak. Four add'l gore excluder aaa endoprosthesis aortic extender components were implanted to successfully treat the endoleak. The pt tolerated the procedure.